Manufacturer narrative:
(B)(4). Additional narrative: the device was received for evaluation. The device passed electrical and functional testing and was determined to meet all functional and electrical specifications. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There were no failures or malfunctions identified that could have caused or contributed to the reported event.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information regarding this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced chest pain. The patient later died. The cause of death was not reported. It is unknown if an autopsy was performed. Additional information was requested, but is not available.